Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updagted.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited pacing impedance measurements gradually increased and were now greater than 2000 ohms. It was noted that sensing and threshold measurements were within normal limits. Isometrics were performed and 4 beats of oversensing were observed. No adverse patient effects were reported.